Manufacturer narrative:
The products were not returned for analysis. The lot history record review was not performed because this incident was based on a review article, and no device/lot information was provided. Based on the available information, causes for the reported deaths could not be determined. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Outcomes attributed to adverse event, date of event, implant date: dates estimated.

Event description:
This is filed to report death. It was reported through a research article that 307 patients with functional mitral regurgitation underwent a mitraclip procedure. At the one year follow up, it was reported that implanted mitraclip may have caused or contributed to death. Additional details are listed in the attached article, titled ¿transcatheter treatment of valvular heart disease a review.¿ no additional information was provided.